Manufacturer narrative:
This report is submitted on june 22, 2023.

Event description:
During the implant surgery, the stylet was not fully inserted causing kinked electrode tip. The attempt to correct insertion failed during surgery, resulting in moderately longer time of surgery. A back-up implant was used with no further issues.